Event description:
Additional information indicates that the implantable cardioverter defibrillator (ICD) was successfully explanted due to infection. The patient was treated with intravenous antibiotics. The implantable cardioverter defibrillator (ICD) is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported tenderness at the pocket site for the last couple of weeks. Additional information received from the field representative indicating that the physician has not decided to explant the device as the device continues proper functioning. The ICD remains in service. No additional adverse patient effects were reported.